Event description:
Asr revision. Asr xl acetabular system - right hip.reason(s) for revision: alval / soft tissue, pain & infection (see form 57).

Manufacturer narrative:
The complaint review confirmed the products manufacturing and sterility conformance. No further information was received. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl acetabular system - right hip. Reason(s) for revision: alval / soft tissue, pain & infection (see form 57). Update received: 16th july 2014 - added further hospital: (B)(6), advised non depuy stem and filled mapped to mw fields. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.